Event description:
The urinary sphincter was removed due to it not functioning properly. The physician stated after removing, that he could see a small hole at the connection. Rep and physician are requesting to have it sent to ams. Equipment was sent back via of fedex express.